Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. It was noted restricted posterior mitral leaflet. On (B)(6) 2021, a clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed, reducing mr to 1+. The next day, the clip became detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Additional treatment was not performed. The physician stated the cause of the slda is unknown. Transesophageal echocardiogram will be scheduled for a future date. The patient is stable and mr remains 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported slda could not be determined. Mitral valve insufficiency/ regurgitation (mr) appears to related to patient conditions (progression of heart failure). Mitral regurgitation as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6 health effect - impact code 2199 was removed

Event description:
Subsequent to the reported information, on (B)(6) 2023 a secondary mitraclip procedure was performed to treat recurrent mr grade 3 due to progression of heart failure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported single leaflet device attachment/slda could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.